Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the full lead was returned and analyzed. No anomalies were found. (B)(4).

Event description:
It was reported that during the implant attempt, the left ventricular (lv) lead dislodged from the initial location during tie down. The physician felt uncomfortable placing the lead in the same vessel and position so the lead was removed and a different lead was used. No patient complications have been reported as a result of this event.